Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee in a moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation via ipsilateral antegrade approach. However, the balloon ruptured at unknown pressure. So physician used a coyote 2mm and dilation was performed. The procedure was completed and there were no patient compliations reported.